Event description:
The customer reported via phone call that he went to the emergency room for his heart today because he was having pain. Customer stated that all of sudden he and the nurse looked at his pump and saw that it said max delivery on the pump. Customer stated that the nurse cleared the alarm. Customer laid in the bed and started to shake. Customer's blood glucose was 30 mg/dl. Customer stated that his blood glucose is now 125 mg/dl due to the hospital giving him sugar water and orange juice. Customer stated that he was falling in and out of being coherent. Customer called the nurse and the nurse verified that the customer seems coherent. The nurse was asked to look at the pump to verify the overbolusing and then the call got disconnected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-76047.